Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include kidney pain. The patient was treated with norcos hydrocodon for the pain and medical serum. The patient was prescribed cyclobenzaprine 3 for day for a week then an over the counter ibuprofen 1 every 6 hours for a week. The patient was released the same day. The pod was worn while seeking medical attention. The patient also stated that the pod had an occlusion alert.